Event description:
The symptoms resolved a week after injection.

Manufacturer narrative:
Additional information: date of event. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin, lips, nasolabial folds, and perioral area with one syringe of juvéderm volbella® xc. Immediately after injection the patient experienced, ¿swelling/angioedema that spread from the area of injection up to the cheeks/midface area.¿ the patient was advised to treat with (B)(6), it is unknown if they did, the same day, the patient went to the ER. The patient was treated with a shot of solu-medrol and was given oral prednisone. The symptoms are ongoing.